Manufacturer narrative:
Device analysis indicated device failure. Device analysis report attached. This report is submitted on january 09, 2024.

Manufacturer narrative:
This report is submitted on september 19, 2023.

Event description:
Per the clinic, the device was explanted on (B)(6) 2023, due to no connection and no sound with the device. The patient was reimplanted with another cochlear device during the same surgery.